Manufacturer narrative:
D11 lot number updated to 1854036; for part number 9735225r. H3: the computer was returned and analysis was completed. It was noted that it passed all testing criteria and was functioning as intended. The computer boots normally to the application screen. The installed programs start and run normally. No video issues were observed. H6: 10,213,67 are associated with computer return. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information was received. See b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that when the system was booted up initially, the monitor did not have functionality. After a few hard reboots, the monitor function does normal and we are able to proceed with the case. The monitor was replaced because even though after a few reboots the monitor was working properly, after the system was shut down again, the same issue persisted where the monitor was not functioning.

Manufacturer narrative:
The system was serviced in the field and passed all tests. Hardware parts were replaced. The computer was returned and is currently under analysis. Concomitant medical products: product ID: 9735225r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the system was displaying "no input detected". This happened twice after turning on the system and leaving it on for a long period of time. In both instances, a hard restart resolved the issue. There was no patient when this issue occurred. It was reported that the issue as with the surgeon monitor.